Event description:
It was reported that during a coronary intervention to the proximal left anterior descending artery for an anterior myocardial infarction (mi), a 3.5 x 23 mm rx vision stent was deployed uneventfully. Six hours later, the stent thrombosed. The patient returned to the cath lab for a thrombectomy and post-dilatation. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the mini vision instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.